Manufacturer narrative:
An olympus field service engineer (fse) confirmed the reported issue with the customer via a video call. The image was flickering, and the root of cable was seriously buckled. The device was sent to olympus for repair. The device was returned to olympus for further evaluation. The reported issue of the noisy image was not confirmed. However, as confirmed by the fse, the image was flickering. Additionally, the abnormal appearance of the video connector and cable were not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during a therapeutic electrosurgical resection, the connector of the video cable on the camera head was twisted and the image would flash when the cable was moved. The intended procedure was completed with a similar device and no surgical delay. No patient harm reported. This report is to capture the reportable malfunction of the noisy image.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root of the cable was seriously twisted and deformed, causing image noise, but the root cause of the fault could not be identified. A description on broken cable is in the instruction manual. Following this could prevent the phenomenon to occur. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.